Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37601; serial# (B)(4); implanted: (B)(6) 2017; product type: implantable neurostimulator. Product ID: 3389s-40; lot# va1bphd; implanted: (B)(6) 2017; product type: lead. Product ID: 3389s-40; lot# va1bphd; implanted: (B)(6) 2017; product type: lead. Product ID: 3708660; serial# (B)(4); implanted: (B)(6) 2017; product type: extension. Product ID: 3708660; serial# (B)(4); implanted: (B)(6) 2017; product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device was being removed on (B)(4) 2018. After the surgery the doctor stated they were going to let the area heal and reimplant in 4 months or so. There were no further complications reported.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-13059 for details pertaining to the related reportable event information references the main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va1bphd, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the rep was told by the hcp that the patient had an infection, so they planned on removing the system. The date for the removal was (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 3389s-40, lot# va1bphd, implanted: (B)(6) 2017, product type: lead; product ID: 3389s-40, lot# va1bphd, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor had no more information on the patient's re-implant date. There were no further complications reported.